Event description:
Procedure: unknown. Reportedly the physician inserted the device and a 4f introducer without problems. He exchanged the 4f introducer to an 8f cordis introducer using the guide wire. Reportedly this exchange did not progress smoothly, but he succeeded in the exchange. The surgeon then tried to insert the balloon catheter through the sheath, which was not possible. Under x-ray he saw that the guide wire had curled up. He removed the device and introducer together over the wire. It was discovered that the introducer had perforated the device. The surgeon conducted an angiogram to see if there was any damage to the vessel. The arterial blood flow had tamponade the dissection. They ended the procedure without performing the balloon dilatation. The blood flow in the right leg remained stable and the pt was discharged the day after.